Event description:
It was reported per expedited quality review report: symptom: purge failure alarm. Pump could not start therapy. Another available pump was used. Actions: the pneumatic control switch assembly was replaced, although there is no evidence of any foreign material.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.